Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient¿s ins kept showing the power on reset (por) message while the rep was trying to work in the clinician programmer. It was reviewed to interrogate the ins to clear it and the por was likely occurring due to low battery voltage based on the implant date and what was occurring. Additional information was received on (B)(4) 2019 from a healthcare provider (hcp) via a manufacturer¿s representative (rep) indicating that they were not able to determine if the por was caused by low battery voltage because the device wouldn¿t allow the rep to connect to it to test battery life. The por had not been resolved yet, but the patient was scheduled for a replacement of the ins on (B)(6) 2019 to resolve it. No patient symptoms were reported. No further complications were reported.